Event description:
Caller reported tandem mobi cartridge alarm occurred on september 19 and september 24, 2025. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Cts confirmed the cartridge alarm during the loading process and decided to replace the pump. Customer will continue using the current pump as backup therapy. Cts provided instructions for returning the problematic pump and advised on steps for receiving the replacement, which was sent without requiring a delivery signature.